Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) retrievable filter. Per the patient profile form (ppf), the device was implanted due to deep vein thrombosis and pulmonary embolism. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter in the ivc wall, an unsuccessful retrieval attempt approximately four months post implant, and the filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to continue to experience pain and anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the device was implanted due to deep vein thrombosis and pulmonary embolism. The patient is reported to continue to experience pain and anxiety related to the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. As reported through the legal department a patient underwent placement of an optease inferior vena cava (ivc) retrievable filter. The filter subsequently malfunctioned and caused injury and damages to including, but not limited to, embedment of the filter in the ivc wall, an unsuccessful retrieval attempt, and the filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2015; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via (B)(6) vs. Cordis, the plaintiff underwent placement of an optease inferior vena cava (ivc) retrievable filter.  The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, embedment of the filter in the ivc wall, an unsuccessful retrieval attempt, and the filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.